Event description:
The customer reported that while trying to use the pencil, the metal tip of the pencil's electrode caught on fire. The flames just went out on its own. There was no patient or staff injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.